Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus and the customer¿s complaint was confirmed. The device returned in its original outer and inner packaging. The device returned with the stylet in the device. The needle was extended fully and was approximately 1.28 inches which is below the specified length of 1.35 to 1.60 inches. The distal needle tip was sharp and without physical damage. The distal hypotube was present. Upon advancing the needle, the customer experienced heavy resistance upon advancing the needle. Upon further review, the pebax was torn in multiple places along the distal end of the needle. The cause of this complaint is likely resistance during extension. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the sarcoidosis procedure, the needle became stuck in the hard glands. The needle was removed from the patient and the customer noticed that plastic was loose around the needle. The customer confirmed that the loose plastic stayed on the needle, and nothing was reported to fall inside the patient. This event did not have any effect on the procedure and it was completed as expected. There were no reports of patient or user harm associated with this event. Upon inspection and testing of the returned device, it was observed that the needle had excessive needle shaft friction. This report is being submitted for the event found during estimation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to forcing the device through resistance when the bending portion is angulated quickly. The event can be prevented by following the instructions for use which state: "do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.